Manufacturer narrative:
Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve was reported to be degenerated, but no additional information was provided. As limited information was provided, there are no known risk factors that could have contributed to the event. The root cause of this event could not be determined, however may be due to patient factors (pre-existing valvular disease).  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, approximately 4 years post implantation of a 26mm sapien xt valve in the aortic positon by transfemoral approach, stenosis with decreased leaflet mobility was observed. The patient may receive a valve in valve to address this. Most recent echo report showed a peak velocity of 3.14 m/s, a peak gradient of 39 mmhg, a mean gradient of 25 mmhg, an eoa of 0.93 cm². Prosthetic valve leaflets are thickened and calcified. This echo was compared to the previous study. The left ventricular size is relatively unchanged and the left ventricular function is relatively unchanged. No new regional wall motion abnormalities have developed. Aortic valve prosthesis gradients are relatively stable and insufficiency is relatively unchanged, the prior reported peak prosthetic aortic valve gradient was 45 mmhg and the mean gradient was 25 mmhg. Regurgitation is more obvious and appears within the leaflet structures but not central.